Manufacturer narrative:
The baxter technician found the handle's spacers needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 1, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the handle's spacers to resolve the reported event. Based on this information, no further action is required.

Event description:
On (B)(6) 2025, a company representative - service personnel contacted technical service to report that compella rent us scale pd ppm (product code p7800arent01, serial number (B)(6), had CPR handle broke off and unable to activate CPR function. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.